Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). The serial number could not be obtained, and as a result the device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Added methods code c139456.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k machine where the ultrafiltration (uf) function turned off during a patient¿s hemodialysis treatment. It was confirmed that the clinic staff turned the uf function back on and the patient completed treatment with no injury. The clinic reported that the issue had not occurred again, and advised that the issue could have been caused by operator error. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.